Manufacturer narrative:
.

Event description:
It was reported to the manufacturer by the end user, per the end user the patient was getting into bed and hit his leg on a bar on the side of the bed. It put a small cut on his leg. The patient required a wound dressing and compression bandage. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.